Event description:
A 50 cm wire inserted into pt. Pt was moving her arm and wire was sucked into pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of revh1030 showed no other similar product complaint(s) from this lot number.